Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature titled ¿minimally invasive transforaminal lumbar interbody fusion for lumba disc lesion with modic changes¿ that a study was conducted to assess short- to mid-range clinical outcomes of minimally invasive transforaminal lumbar interbody fusion (mis-tlif) for patients with severe low back pain caused by intervertebral disc degeneration showing modic changes on MRI. Post-op, complications included transient leg pain due to epidural hematoma (1 patient) and superficial wound infection (1 patient); both cases were resolved with conservative treatment.